Event description:
Received a copy of the customer's medwatch report from FDA which states, "elderly female admitted with abdominal (abd) pain and large bowel obstruction. Procedure: abd laparotomy, flex sigmoid detortion of volvulus and insertion of colonic decompression tube. Problem on 2nd post-op day and waiting for additional surgery, the IV pump malfunctioned and over bolused the patient with propofol causing blood pressure to drop, being started on levophed. 2 files available but not attached. Logs run to identify faulty sensor. Alaris pump brn1454 ece 0995, device taken out of service. Log audit performed and determined that there was a faulty sensor. Sensor was changed out and returned to service. Confirmation-pump has no alarm or notification in anyway to notify user of failure. Why is there no alarm when the pump is not functioning appropriately?"

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "elderly female admitted with abdominal (abd) pain and large bowel obstruction. Procedure: abd laparotomy, flex sigmoid detortion of volvulus and insertion of colonic decompression tube. Problem on 2nd post-op day and waiting for additional surgery, the IV pump malfunctioned and over bolused the patient with propofol causing blood pressure to drop, being started on levophed. 2 files available but not attached. Logs run to identify faulty sensor. Alaris pump (B)(4), device taken out of service. Log audit performed and determined that there was a faulty sensor. Sensor was changed out and returned to service. Confirmation-pump has no alarm or notification in anyway to notify user of failure. Why is there no alarm when the pump is not functioning appropriately?"